Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld power cord was not properly charging his handheld. New power supply was sent to physician and good faith attempts to obtain the malfunctioning cord are currently being made.